Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, there was an issue with the oxygen (o2) calibration on the electronic patient gas system (epgs). O2 calibration was unable to function, and the user tried to keep using it, however gas control by central control monitor (ccm) could not be done. As a result, an alternate device was employed. After the operation, the user tried to calibrate the suspect device and it calibrated without any problems. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
This complaint is related to medwatch # 1828100-2016-00689. During laboratory analysis, the product surveillance technician (pst) initiated calibration of the electronic patient gas system (epgs) but the air flow control knob did not rotate. The pst found that the air flow control knob was pressed tightly against the frame of the epgs and could not rotate. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.